Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locked properly into the reservoir compartment, however, a partially detached ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software and carelink and generated reports. In the pump history files found no unexpected alarms, alerts, or anomalies. Pump delivered 4 bolus deliveries on the event date of 10/06/2020 at 10:32:14.000, 14:43:30.000, 19:11:12.000, and 21:24:30.000. The daily total of bolus insulin delivery is 30.7 u on 10/06/2020 at 00:00:00.000 and 31.7 u on 10/07/2020 at 00:00:00.000. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and partially detached retainer. Unable to verify customer's complaint for high bg's. Possible under delivery anomaly was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Moisture damage was confirmed found on the electronic assembly motor, force sensor, and battery tube. Also found dried insulin on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an under delivering insulin due to high blood glucose since 2 weeks. Customer stated fill cannula did not pass high pressure test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.